Manufacturer narrative:
(B)(4). Product was not explanted. Part number associated with device only sold in (B)(4). Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with vertecem 8 months postop. It is reported that the cement spread out to the entire vertebral body, including the outer vertebral wall as compared to initial postop x-rays.